Event description:
The suture material was used to secure a gore-tex dualmesh used for the repair of a large ventral hernia. Interrupted suturing technique was employed. Two days postoperatively, while the pt went through a 'caughing' episode, the repair failed. Exploratoration reportedly revealed that the stitches along one side of the repair had failed. Some stitches were broken and in some instances, the knots had slipped. New suture material was used to again complete the repair. At this time, the pt is doing fine. The surgeon stated that he always uses six throws to tie a suture knot (one surgeon type throw and 5 additional throws); all throws are performed with instruments.